Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16666990, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16686792, model/catalog description: precision spectra ipg kit. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.